Event description:
It was reported that there was no flashback and the catheter was bent. Injuries or adverse event: no tip of IV catheter appears bent with no blood return it was found on the investigation that the needle pierced the catheter.

Manufacturer narrative:
This MDR is the result of an investigation finding that has been identified to be a reportable malfunction. Device evaluation: our quality engineer inspected the sample submitted for evaluation. The report of a damaged IV catheter was confirmed; however, the root cause was undetermined. One 22g insyte autoguard IV catheter was provided for investigation. The catheter was received separate from a shielded needle. A v-shape hole was identified in the catheter tubing near the tip. The shape and size of the hole was consistent with needle puncture damage. When the needle protrudes through the catheter, the tubing typically bends away from the needle. The damage likely prevented flashback as a concomitant event. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.